Event description:
During bilateral total knee replacements, the product rep did not realize that the right knee femoral component was not the model requested by the orthopedic surgeon. When cementing, the surgeon realized this but assumed the MFR had made all components femoral compatible with the "ultracongruent polyethylene tibial insert" and complete the procedure. After review of intra-op x-rays and discussion with the product company the conclusion was that they were mismatched. In order to achieve optimum range of motion, pt brought back to the o.r.